Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the device would not open easily after multiple firings. The customer then switched to a competitors' device and had difficulty placing clips with this device. The customer completed the case with no patient consequence, but the sales rep was not sure what they used to do so.